Event description:
The issue was found during set up / inspection for use (before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and due to corrections required. Updated fields: d8, h2, h3, h4, h6, h11. Corrected fields: a2 - dob null, a2 - age units (patient), a4 - weight units (patient),a5 - ethnicity, a6 - race, b6 - relevant test/laboratory data and b7 - other relevant history changed ni to na b5 - describe event or problem. The issue was found during set up / inspection for use (before patient in room). There were no reports of patient involvement d4 - primary UDI number, d4 - unique device identifier (UDI) #1, corrected to na. E1 - first name, e1 - middle name, e1 - last name, e1 - address 1, e1 - city, e1 - postal code, e1 - email, e1 - fax number, e1 - phone number . H6 - health effect - impact code, corrected to f27. A root cause was identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. In addition, the following reportable malfunctions were found during the device evaluation: flicker image due to faulty charged coupled device, disconnected cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had image flickering. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.